Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequated for the potential use error identified in this complaint. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during initial drain. The home patient (hp) stated that she disconnected to use the restroom. The patient reconnected. Product surveillance contacted the home patient's nurse regarding the system error 2240 alarm. The nurse stated that they were not aware of this report but that the home patient has been doing fine and able to continue therapy. The nurse would review proper procedures with the patient. There was no patient injury or medical intervention associated with this report.